Manufacturer narrative:
A patient's ipg was inoperable due to reaching end of life was reported to abbott. The patient's ipg was explanted and replaced. Therapy was restored. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced. Effective therapy was restored post operatively.